Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support (cts), the customer corrected the time and resumed insulin therapy. Additionally, 9it was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via consumption of carbohydrates. System check with cts confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.